Event description:
Same case as 6000093-2005-00305, 00306. Three days after a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. The patient presented to the cath lab I 2005. Access was obtained through the right femoral artery. The 90-99%, stenosed lesion was located in the lad. The patient received 2500 units of IV heparin followed by another 1000 units of IV heparin 17 minutes later. A .014x190 bmw guidewire was inserted into the lad. The physician predilated the 95% stenosed, mid lad lesion with a 2.5x20mm maverick balloon at 10 atm's for 20 seconds. The taxus express2 2.75x32mm drug coated stent was then positioned and inflated to 10 atm's for 20 seconds. 3cc's of intra coronary nitroglycerin (ic ntg) was then administered to the patient. The guidewire was removed and a new .014x190 bmw guidewire was delivered to the first diagonal branch of the lad through the previously placed stent. The 99% stenosed lesion in the first diagonal was predilated with a 2.5x15mm maverick balloon to 10 atm's for 15 seconds. The stent previously placed in the mid lad was then post dilated to 6 atm's for 15 seconds and then the physician went back to the first diagonal and inflated the balloon to 6 atm's for 6 seconds with the same 2.5x15mm maverick balloon. 1000 units of IV heparin were given followed by an integrilin bolus. The taxus express2 2.5x16mm drug coated stent was then positioned in the first diagonal and deployed to 12 atm's for 20 seconds. The stent balloon was removed adn 3cc's of ic ntg was administered. An integrilin drip was started and the patient received another 1000 units of IV heparin. Finally, the taxus express2 2.75x8mm drug coated stent was positioned in the 90% stenosed, proximal lad and deployed to 14 atm's for 20 seconds. The stent balloon was removed and the patient received the final bolus of integrilin. Final angiograms were taken. The patient received 100mcg of ic nipride. The patient also received versed, fentanyl and ancef during the procedure. Report was called and the patient was transferred to the ccu. The date the patient had been discharged is unknown. On the third day the patient returned to the facility through the emergency department. It is unknown what symptoms the patient presented with. Pt was brought emergently to the ccl and access was once again obtained through the right femoral artery. 5000 units of IV heparin was administered. A .014x300 pilot guidewire was inserted into the lad and then a 2.5x20mm maverick balloon was inserted. A reopro drip was started. The maverick balloon was never inflated. Access was obtained through the right femoral vein and a dopamine drip was started through the femoral venous line at 20mcg/kg/min. A code was called and patient was intubted. A temporary pacemaker was inserted in the right ventricle. The physician called an end to resuscitation efforts. The patient had expired. Additional information has been requested.